Event description:
It was reported that the asymptomatic patient presented for a device follow up in clinic. It was noted that the estimated battery longevity was less than at the previous check. The device check on (B)(6) 2023 showed 2.1 years and few months later on (B)(6) 2024, the remaining battery longevity was 4.5 months. Excessive battery discharge was suspected. The pacemaker was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis of device image revealed high current drain of approximately ten times that of normal current, which is consistent with increased duty cycle of the internal circuitry caused by a firmware anomaly. A device evaluation was performed, and no anomaly was found. The high current condition could not be reproduced during analysis.